Manufacturer narrative:
At this time, the implantable cardioverter defibrillator (ICD) has not been returned. This record will be updated upon return and completion of analysis.

Event description:
It was reported that noise and oversensing without pacing inhibition were observed on the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD). The ra lead was surgically abandoned and replaced during a procedure to replace this ICD due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.